Manufacturer narrative:
The returned pod was evaluated. Investigation results found a malfunction of the clutch spring which affected the release spring alignment. The clutch spring was found to have never been released by the spring latch as intended and this prevented the drive from being engaged; this was due to the burr found on the clutch spring. This prevented the plunger from advancing during drug administration. The clutch spring did not engage leading to the device not being able to deliver insulin, which may have contributed to the reported high bg's. Model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
Customer reported his blood glucose reached 24 mmol/l (432 mg/dl) after wearing the pod between 24 and 36 hours.